Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the customer's problem could not be duplicated. Service will replace the downstream occlusion sensor as a prevention measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly alarm when latch was closed. No adverse effects were reported.